Event description:
It was reported that the distal end of introducer inside the package was unable to be peeled away. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz3692 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult peel is confirmed and the cause was determined to be manufacturing related. One photo sample of a 4.5 microez microintroducer during use was provided for evaluation. The microintroducer was in use with the 4 fr groshong nxt catheter. The grey sheath had not been split. The orange peel tabs had been partially split; however, the splitting region appeared to have stretched and remained attached. The characteristics of the deformation and material could not be closely inspected from the image provided. The stretching of the material observed in the image may suggest that a difficult peel was experienced; therefore, the complaint is confirmed. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that the distal end of introducer inside the package was unable to be peeled away. No other information was provided.